Event description:
The device was removed due to "broken tubing". As reported to the MFR, the cylinder and pump component only were removed and replaced; leaving the initial implanted reservoir component in place. 10/24/96-upon receipt of info provided to co by the physician/surgeon's office it was stated... "Partial tears, one in each cylinder tube". Additionally , the physician reported... "Pt frequently pumped up the cylinders as much as he possibly could".

Manufacturer narrative:
Add'l info concerning this event, and return of the explanted prosthesis was requested. However, at this time no response has been received. In addition, no record of implant history for this device has been obtained at this time and qa is unable to verify the device referenced was manufactured by this corporation. In addition, without the benefit of examination and testing of the device qa is precluded from confirming this report or determining the cause. Should add'l info and or the device be received, qa will file and addendum to this report.